Event description:
Information received by medtronic indicated that there was no response from keypad and button error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 11:27:48.000 in device downloaded history. Unit passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. Found moisture damage to electrical board 1 and electrical board 2 during visual inspection. No traces of moisture found on motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and missing display window cover. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to corroded keypad traces. No stuck button error alarms noted during testing. However, verified insulin pump alarmed stuck button on (B)(6) 2021 11:27:48.000 in device downloaded history.